Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of displayed error at boot-up through errors found in the error logs and the link electronic module board was replaced and calibrated, the hard drive reconfigured and the software reloaded. Analysis further noted that both the power supply and system fan were noisy and both were therefore replaced. The device passed functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer displayed an error during boot up. The programmer was changed out, and returned for service. No patient complications have been reported as a result of this event.